Manufacturer narrative:
Per the clinic, the patient experienced a skin infection at abutment site and subsequently was treated with topical antibiotics (date and duration not reported).

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024 for an abutment removal and skin revision surgery. The internal fixture remains. Additional information has been requested but has not been made available as of the date of this report.